Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging she was unable to check her blood glucose on her onetouch ultra meter due to it displaying three dashes. Per the onetouch ultra's owner's booklet, this message appears if the meter has not been coded or if the code number has been lost. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated the alleged issue began on (B)(6) 2011 between 3:30pm -4pm. The patient informed the cca that she manages her diabetes with a fixed amount of insulin, the dose and type was unspecified. The patient denied taking any action regarding her normal diabetes management routine when she was unable to check her blood glucose due to the alleged issue with the subject meter. The patient claimed that after 4:30pm on the same day, she developed symptoms of "headaches and sweating" and denied receiving any form of medical intervention for her symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and was previously coded. The cca was able to resolve the issue through troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.